Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to an abdominal aortic aneurysm repair interventional procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. The next four consecutive prostyle devices attempted all had a cuff miss. The sheath was maintained at 14f sheath and the aaa procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.